Manufacturer narrative:
Additional reporter name is (B)(6), additional email(B)(6). Updated fields: b4, b5, b6 , b7, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code , health effect ¿ impact codes), h11 , d5 , d10 , e2 , e3, e1 ( initial reporter , event site telephone , event site email ) , g2 , g7 a getinge field service engineer (fse) evaluated the unit and traced the leak to the helium regulator assembly. To correct the issue, the fse replaced the oring buna and oring 0.351x0.072 additionally, the safety disk was replaced due to expiration. The unit passed all functional and safety checks in accordance with manufacturer specifications. The unit was returned for service.

Event description:
It was reported by the customer that before use, the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned, with a possible gas leak reported inside the tank. There was no patient involved.

Event description:
It was reported by the customer that during use, the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned, with a possible gas leak reported inside the tank. No patient harm was reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.